Event description:
A (B)(4) (cusa tip) was in use 30 mins during a liver resection when it was reported that the end of the tip broke off. The product was in contact with the pt, however, the pt was not injured and there was no delay in surgery. The tip was changed to another (B)(4) from the same box, same lot number and expiration date and the surgery continued and was completed. The pt's age, gender and underlying medical condition are not available for privacy reasons. It is unk whether there were any other instruments or tools being used at the same time as the cusa excel tip was being used.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.